Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented at hospital with diaphragm contractions and increased sensing on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. The physician suspects a micro-dislodgement. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.